Manufacturer narrative:
Na.

Event description:
Customer complained of discrepant inr results between coaguchek xs meters (B)(4) and a lab using an unknown reagent. Customer tested patient 1 by fingerstick on meter (B)(4) and the result was 5.5 inr. Patient 1 had a lab test within 7 hours and the result was 3.5 inr. Customer tested patient 2 (female, (B)(6)) by fingerstick on meter (B)(4) and the result was 4.4 inr. Patient 2 had a lab test within 7 hours and the result was 2.5 inr. Patient 1 and 2 have a therapeutic range of 2.5-3.5 inr. Customer was unsure if the blood was applied within 15 seconds of the fingersticks. Both patients have no antiphospholipid antibodies, no direct thrombin inhibitors, no heparin, no warfarin dose changes, no new medications, no new illness, no diet changes, no bleeding or bruising and is not anemic. There was no allegation of an adverse event. Corresponding retention test strips (322642) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.